Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) inspected the unit and was determinated that the safety disk was faulty. The fse replaced the safety disk. The unit passed all manufacturer-specified performance and safety tests. The unit has been returned to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine start up check of the cs100 intra aortic balloon pump (iabp), an air leak was found in the iabp loop. There was no patient involved.